Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the temporary device was removed successfully. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then used as an external temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then used as an external temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. This supplemental report is being filed as additional information indicates that the temporary device was removed successfully. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then used as an external temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.